Event description:
Following diagnostic procedure, the physician attempted arteriotomy closure with the close 6 fr. Device and physician thought closure was achieved. The patient presented 20 days later with an infection. Vascular surgeon performed cut down and discovered that the knot was locked above the arteriotomy. The vascular surgeon labeled the situation a "late bleed". Following the surgical procedure, the patient was discharged with no further complication.